Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause to be the power pcba. The device could not be repaired as parts were no longer available. The customer was informed of the device's state, and the device was scrapped.

Event description:
The customer contacted stryker to report that their device unexpected power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.